Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID (B)(6). It was reported that on (B)(6), 2026, a 33mm epic plus mitral valve was implanted in the patient. After the procedure, a third-degree heart block was noted and a permanent pacemaker was implanted. E200-33m, (B)(6).